Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven and a half (7.5) years post initial procedure, the patient presented with abdominal pain, a type ia endoleak, and "catastrophic" distal migration (unknown diameter). The physician elected to treat the patient by explanting the devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven and a half (7.5) years post initial procedure, the patient presented with abdominal pain, a type ia endoleak, and "catastrophic" distal migration (unknown diameter). The physician elected to treat the patient by explanting the devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported. Additional information: approximately 13 months post initial procedure, the patient presented with a type 3a endoleak and was treated with an infrarenal aortic extension, previously reported under 2031527-2013-00105. The current event of the implant migration is refuted, rather there was crown separation of the proximal extension. Clinical identified aneurysm growth of 27 mm during the review of the computed tomography (CT) scan. The final patient status was not reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted but was not returned, therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported migration event, rather there was crown separation of the proximal extension. The type ia endoleak event is confirmed. These events are most likely anatomy related due to the thickened calcifications and thrombus of the aortic neck, poor stent to aortic wall apposition, inadequate proximal overlap, and increased infrarenal angulation from 32 to 73 degrees (aortic remodeling). The open repair event is unconfirmed due to a lack of relevant medical records. An attempt was made to obtain medical records but was denied as patient authorization is needed. The clinical assessment identified evidence to reasonably suggest sac growth of 27mm during review post implant computed tomography (CT) scan, and right rib fractures related to a fall which may have contributed to the crown separation. Procedure related harms for this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D11: concomitant medical products and therapy dates has been updated. H6: device code: remove code 4003. H6: result code: remove code 3233. H6: conclusion code: remove code 11.